Manufacturer narrative:
Analysis of the lead lot number va1w4yh found electrode at the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacralnerve stim. It was reported that the patient was having a new lead inserted. Upon adjustment of the new lead, and during the process of trying to pull it back through the dilator, the lead got stuck and would not come out; it seemed to be stuck on the end of the dilator. The healthcare provider gave steady pressure until the lead was eventually freed. Upon visual examination of the lead, a gap between the #1 electrode and the polyurethane covering was noted, and the surgeon requested a new lead. The lead was passed off of the field and a new lead was opened for implant. The issue was noted to be resolved.